Event description:
Customer reported that the screen on the insulin pump was shattered. There was no reported impact to the customer¿s blood glucose level. The pump was able to start, load, and be recognized by a computer, with the touchscreen still functional and partially readable. Reportedly, customer reverted to using an alternate method of insulin therapy.